Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024 physician implanted a protege gps self-expanding stent during treatment of an 80mm lesion in the patients left proximal cephalic subclavian vein. Moderate vessel tortuosity and minimal vessel calcification were reported. Lesion exhibited 70% plus stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, (i.e. Shelf carton, hoop/tray). No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. No resistance was noted during advancement of the device. On (B)(6) 2024 during device follow up a fracture was noted to the deployed stent. A replacement 10x80x80 medtronic stent was placed over the protégé stent. No patient injury reported.

Manufacturer narrative:
Image analysis the customer returned one image for evaluation. Image 1: this image depicts what appears to be the patients left proximal cephalic subclavian vein. The stent can be visualised in the image and a fracture of the stent can be observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.